Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a steadily increasing pacing lead impedance was observed. The lead was capped and replaced at routine device change out. Fracture was suspected. The patient was in stable condition post-procedure.